Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and was hospitalized. A blood glucose level was not provided and cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate. The customer reverted to an alternate method of insulin therapy.